Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t8 cannulated hexalobe driver and the 32mm, 3.5 mini acutrak 3® bone screw batch/lot numbers are unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the at3 driver tip non-stick fit driver broke before the screw was fully seated. The driver's tip fragmented into multiple pieces. The surgeon flushed the incision, took many x-rays and searched the soft tissue for the fragmented pieces. It was also reported the surgery was completed after a 30-minute delay, adding tourniquet time and radiation exposure. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00671 for the driver involved in this event..